Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii and deflation.

Event description:
Patient reported "implant loss of volume, feel soft and have gone down". Later patient reported "capsular contracture baker grade ii, pain and it feels like someone is ripping the nipple off". Later patient reported "painfully hard and looks abnormal due to capsular contracture". This record is for the right side. Device was explanted and replaced. Device will not be returned. Patient was prescribed accolate.